Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that when the patient came for activation of his artificial urinary sphincter (aus), the physician realized that the device was not performing as expected. An x-ray was performed and no fluid was observed in the aus system. All components were removed and replaced. There were no patient complications.